Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Health impact code f23 captures the retrieval of the broken stent pieces. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the proximal section bladder pigtail detached. The suture string was returned loaded in the bladder pigtail section detached. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the suture string was returned loaded in the bladder pigtail section detached and uncut, it was evidence of the stent was manipulated out of the package. The problem found is an issue that could have been generated by an excess of force or due to the interacting of the device with the suture string or during the interaction with other devices. This failure is aligned to the suture string interaction/handling/manipulation. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure in the kidney, performed on (B)(6), 2021. During the procedure and inside the patient, when the physician attempted to implant the stent, it was noticed that the stent broke into pieces. It is unknown on how the broken piece were removed but it was reported that all broken pieces were retrieved from the patient. Another contour ureteral was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure in the kidney, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician attempted to implant the stent, it was noticed that the stent broke into pieces. It is unknown on how the broken piece were removed but it was reported that all broken pieces were retrieved from the patient. Another contour ureteral was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.